Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle retraction failure was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva nearport 18ga x 1.25in w/ maxzero needle retraction failed. It was reported by customer that IV went in perfectly but when we went to take out the needle it was stuck and would not detach from the IV. We had to take it out and even after it was still stuck. Verbatim #: "we had an instance where an IV went in perfectly but when we went to take out the needle it was stuck and would not detach from the IV. We had to take it out and even after it was still stuck."

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.